Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting, pt x-rays are not available for examination. The investigation is unable to draw any conclusions regarding device mal-positioning. Although the report cannot be confirmed, it would not be unreasonable to find some degree of poly material wear after the length of time reported as implanted. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address implant malposition, vertical cup placement. Poly wear and osteolysis were observed intraoperatively.